Event description:
Ous MDR - after an implantation time of about 33 months, it was reported that the ICD could no longer be interrogated. Prior to that, interference signals had been observed on the rv lead via home monitoring. No deterioration of the patient's state of health was reported. This lead was deactivated and left in.

Manufacturer narrative:
The lead was not returned for analysis. The analysis of the lead is therefore based on the existing production documents. During a shock delivery, a sparkover occurred between the lead and the ICD housing. This conclusion is gained from the damage manifestation of the damaged final shock stage. There were no indications of material defects or manufacturing errors for either the lead or the ICD.